Event description:
The stem came out when head extracted. Once the stem came out, the surgeon used actis reamers and was able to seat and trial a 4 ho broach. Upon implantation, the size 4 advanced to the calcar without any impaction tool. There were no fractures visible intra- or post-op. A size 5 implant was opened and seated appropriately. All broaches were checked and the correct sizes were utilized. The surgeon would like to know why the sz 4 implant seemed to be far off on size and would like to analyzed. At this point , he has implanted a sizable number of actis stems and this one baffled us. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: unknown.

Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.